Event description:
It was reported that the patient developed a port site infection two weeks post operatively of a lap adjustable band procedure. The patient had the product implanted in 2008. At the time of surgery, the patient received prophylactic antibiotic. The wound status at the time of discharge was okay, and there was no wound drainage. The patient was seen for post op follow-up by the physician on the following month, and no problems were seen at this time. The patient was seen again on six days later, and a culture showed methicillin-resistant staphylococcus aureus (mrsa). The patient was given bactrim. The patient was seen again on two months later and the following month, for the port site infection. The wound was opened and draining on the same day and patient was given IV vancomycin. The patient was admitted to the hospital. Patient refused to have port removed. The patient was discharged home with no other complications.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.